Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor right ventricular (rv) lead was inserted to the header of the device and high impedance was recorded. X-ray revealed lead pin to not be all the way in the header. The physician tried advancing the lead pin but could not due to what appeared to be an air bubble, despite trying to "burp" the header. The device was attempted and not used. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.